Manufacturer narrative:
The investigation determined that a lower than expected vitros digoxin (dgxn) result was attained from a calibrator fluid, run as an unknown fluid during troubleshooting, using vitros chemistry products dgxn slides in combination with a vitros 5600 integrated system. The investigation concluded that the most likely assignable cause of the event was an instrument related issue associated with the immuno rate (ir) wash module. The customer indicated that they had experienced condition codes intermittently while trying to calibrate on (B)(6) 2019. Based on these condition codes, a field engineer visited the site and performed service actions which included replacing the ir wash cam and the ir pump tubing as well as completing all required adjustments. Calibration and quality control responses were within expectations post-service indicating that the vitros 5600 integrated system was returned to optimal performance.

Event description:
A customer obtained a lower than expected vitros digoxin (dgxn) result from a calibrator fluid which was tested as an unknown fluid processed using vitros chemistry products dgxn slides in combination with a vitros 5600 integrated system. Vitros dgxn result of 1.47 ng/ml versus an expected result of 2.02 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros dgxn result was obtained when processing a calibrator fluid and results were not reported outside of the laboratory. However, it cannot be concluded that patient sample results were not affected or would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).